Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the experienced hyperglycemia. The customer¿s blood glucose value was 273 mg/dl, 370 mg/dl, 430 mg/dl and over 600 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with manual injection and took a bolus with insulin pump. The auto mode feature was not active at the time of reported event. Customer also reported other events such as difficulty in breathing, agitated and stressed. Customer reports insulin exited at the quick release. Based on customer¿s report customer did not allege insulin pump was under delivering. It was unknown if the auto mode was active during the reported event. The insulin pump will not be returned for analysis.